Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low)) in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "system error 322." Was unable to be reproduced. A review of event history log revealed system error 322 is present multiple times. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be sticking lower auxiliary link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.